Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on an unknown date, a hammer guide was missing off in a titanium elastic nail system (tens) nail set. When checking at an inserter for ten, the thread of the hammer guide was snapped off into an inserter. There is no patient involvement. It was further reported that the issue was spotted on the shelf at the hospital sometime after sterilization. Concomitant device: inserter for ten (part# 359.219, lot# unknown, quantity# 1). This report is for one (1) hammer guide for ti elastic nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: picture reviewed, there is one intact hammer guide for ten and next to the intact device a broken off threaded part of another hammer guide is visible. The shaft of the damaged device is not visible on the picture. Product was not returned and no lot number was provided, therefore no further investigation possible and no root cause can be defined. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a hammer guide was missing off in a titanium elastic nail system (tens) nail set. When checking at an inserter for ten, the thread of the hammer guide was snapped off into an inserter. It is unknown if there were a procedure or patient involvement. It was further reported that the issue was spotted on the shelf at the hospital sometime after sterilization. Concomitant device: inserter for ten (part# 359.219, lot# unknown, quantity# 1). This report is for one (1) hammer guide for ti elastic nails. This is report 1 of 1 for complaint (B)(4).